Event description:
The denver shunt was implanted for about a month. Subsequently the pt complained of fluid collection along the valve site. An exploration was performed in 2003 and a 2cm longitudinal break at the valve was noted, which caused leakage of ascites fluid into the peritoneal cavity. No pt injury was associated with the event.